Event description:
During a lobectomy procedure, the device would not release from tissue following firing. The surgeon resected the device with a minimal amount of add'l tissue. The hosp has reported the pt is in satisfactry condition.